Event description:
The pump and a portion of the catheter were returned to the MFR from an unk source with no returned paperwork. F/u with the pt's last known physician indicated that the pt had expired on (B)(6) 2011. The pump underwent routine analysis. The pump was used to deliver dilaudid, baclofen, bupivacaine, clonidine, and prialt.

Manufacturer narrative:
(B)(4). Analysis of the pump revealed s2 corrosion or s2 corrosion with mechanical wear; residue was seen on the lower shaft of the rotor magnet and in the lower bridge jewel for the rotor magnet. Catheter rec'd: sc cup plus 5.5 cm catheter. Analysis of the returned catheter revealed no significant anomalies; there is coring down in the cup of the sc connector.